Event description:
It was reported the patient received the following results within 15 minutes: 495 mg/dl and 173 mg/dl. The patient experienced hypoglycemia symptoms of feeling weak and shaking. He was able to self-treat by walking to his car and taking some glucose tablets.